Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient experienced intermittent phrenic nerve diaphragmatic stimulation. The device was reprogrammed and remains in use. The patient is enrolled in the monitoring synchronization devices and cardiac patients (more-care) study. No patient complications have been reported as a result of this event.